Event description:
The reporter contacted lfs on (B)(6) 2013, alleging inaccurate high readings on her son's one touch ping meter. Lifescan contacted the patient back on (B)(4) 2013, to obtain further clinical information. The following information was provided. The reporter stated that she tests her son's bg every 2 hours. She stated that the alleged product issue occurred at 12:00am on (B)(6) 2013. Prior to the alleged product issue on the evening of (B)(6) 2013, at 10:00pm, she obtained a blood glucose result of 187mg/dl. She stated that this is a typical result at that time of day and no food or drink had been taken by the patient since 8pm. At midnight, a bg of 347 mg/dl was taken on the subject meter. The reporter did not entirely trust this result and so she gave 1/2 the advised bolus of 2.3u humalog (gave 1.15 u of humalog) via the pump. At 2:00am she observed her son having a seizure. The mom stated that at this time, she obtained a bg of 116mg/dl on the subject meter and retested using the same meter and obtained a result of 57 or 67mg/dl. She stated that she took no other readings at this time. She administered glucagon (unknown amount). She took no further bg readings that morning and at 9am took the son to ems. An unknown ems meter gave a result of 480mg/dl. At this time a bg of 280mg/dl was obtained on the ping meter. Ems administered an insulin drip, and the patient was discharged 4 and 1/2 hours later. The product was replaced. No further clinical information was provided. This complaint is being reported since the reporter alleged that due to the alleged high reading, her son developed symptoms and had to be treated with glucoagon.